Manufacturer narrative:
Concomitant products 419478 lead implanted: 2006-(B)(6), dtba1d1 ICD implanted: 2015-(B)(6).

Event description:
It was reported that the lead integrity alert (lia) triggered, and the right ventricular (rv) lead exhibited t-wave oversensing (twos). The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.